Event description:
Mr. (B)(6) was driving with mrs. (B)(6) (the user of the oxygen concentrator) in the passenger seat of their (B)(6) suv. They were returning home from picking up a mechanic's toolbox, which was loaded onto a trailer connected to the back of their (B)(6). Note - in the back of the vehicle, there was a 12 volt charger port, and next to it was the fuse panel for the vehicle. Mr. (B)(6) states that he had plugged the eclipse 5 into the 12v charger port located in the back of the unit, next to the fuse box. Mr. (B)(6) stated that the eclipse was laying on its back/possibly its side, but was secured by a bungy cord or other type of cord while driving. Mr. (B)(6) states that while driving, he began smelling smoke and noticed other drivers on the road getting his attention from his driver window - stating that the rear of his vehicle was smoldering, and gas tank was on fire. Mr. (B)(6) states that he pulled over, and confirmed there was smoke in the back of his vehicle. He removed his wife from the vehicle who was still using the concentrator at the time on 2 lpms, and waited for local rescue units to arrive. Once the units arrived, they sprayed the vehicle with water to extinguish the fire. Mr. (B)(6) states that either the police or the fire fighters broke the back window so that he could pull the concentrator from the vehicle. He states that the concentrator dc charger cable was beyond repair, so he threw that piece out. He also tried to turn the concentrator on, but when it turned on, it did not do anything but alarm. The left rear of the vehicle is where the fuse box was, as well as an extra charger port. This charge port is where the unit was. The unit was laying flat on its back in the rear of the vehicle. It was attached via dc charger which came with the eclipse and was being used. About an hour in their drive while headed from an errand, the car suddenly was on fire. Mr. (B)(6) grabbed the concentrator from the vehicle after the fire was extinguished. I asked mr. (B)(6) if he or mrs. (B)(6), prior to this incident had ever experienced issues with the eclipse 5 which they had currently owned. He stated that the only issue he recalled was that he felt that power cartridge for this concentrator did not hold a charge for very long. This is why they used the dc charger in the vehicle. Other than that, he never had an issue with the unit. The unit was purchased from (B)(6). The unit was shipped by caire to 1st class medical on 1/18/2021. Post incident mrs. And mr. (B)(6) were seen by doctors and no injuries were reported.

Manufacturer narrative:
The device has been returned to caire for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The unit was returned to caire for an evaluation. The eclipse 5 transportable oxygen concentrator test unit sustained substantial damage as a result of the fire. External and internal inspections of the test unit found that its casing and internal assemblies were subjected to extreme heat. The heat appears to have resulted in discoloration of the outer casing, the attachment of foreign melted plastic to the casing, corrosion on exposed metal surfaces, and warping of some internal components. A white residue, likely the remnants of a fire extinguishing chemical, was also found covering the test unit's outer casing and some of its internal assemblies. It is not known what this chemical residue is and how exposure to it might affect the functionality of the unit. An attempt to turn on the test unit under ac power, resulted in a black display, alarm, and a burning smell. A secondary internal inspection was conducted, but the source of burning smell could not be detected. The test unit was deemed non-functional and therefore not suitable to undergo any functional testing. Due to the extensive damage sustained by the test unit and the inability to perform any functional testing on the test unit, the root cause of the adverse event could not be determined by this evaluation.